Event description:
User was riding stairlift, when the seat broke in such a way that the user fell off the stairlift seat on to the floor. The user received a cut on his leg. Bruno does not know if the user received medical attention, or not.

Manufacturer narrative:
Conclusion: reviewing the returned unit and the model sre-2000 customer complaint records - I feel that this is an isolated failure caused by joint failure whose root cause is poor weld penetration, as the operator followed the part contour.